Event description:
It was reported to olympus that an inner sheath had a broken ceramic tip. The reported issue was during reprocessing of the device. The intended procedure is prostatectomy. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
Additional PMA/510(k): k931995. The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The instructions for use state: ¿ before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches, ceramic insulation at distal end, visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.